Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.

Event description:
The customer alleged the pump delivered 11ml when it should have delivered 10-10.5ml.